Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that a patient experienced high impedance on contacts 6 and 12. When the patient attempted to increase intensity using the patient remote, a message was received stating "unable to provide desired intensity." Troubleshooting was performed, including an impedance check which confirmed high impedance on contacts 6 and 12. The device was reprogrammed to avoid these contacts, allowing the patient to increase intensity without receiving the error message. The issue was resolved, and no patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.